Manufacturer narrative:
(B)(4). Concomitant medical products- part: 00801802803 name: femoral head 12/14 taper lot: unknown . Part: 00620005220 name: shell porous with holes 52 mm o.d. Lot: unknown. The investigation is still in process. Once the investigation is complete a follow-up MDR will be reported. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00383, 0001822565-2017-03913.

Event description:
It was reported that a patient underwent a revision procedure due to pain and loosening. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer and no product was returned. DHR and complaint history could not be reviewed due to the lack of information received. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a hip revision due to pain and loosening. All components except the femoral stem were removed and replaced attempts have been made and no additional information is available.

Manufacturer narrative:
This follow up report is being updated to report additional information. Upon x-ray review it was noted that the femoral head component is eccentrically located within the superior acetabular cup, consistent with acetabular cup superior polyethylene liner wear.